Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2021 by the journal of cartilage & joint preservation, titled ¿patient factors predictive of failure following high tibial osteotomy". The study reviewed seventy-five (75) patients who underwent opening wedge high tibia osteotomy, to address high tibial osteotomy (hto) for unicompartmental knee pain with varus deformity, using hto wedge plates. During the mean: 5.5 ± 3.8 year follow-up period, thirteen (13) patients experienced implant failure, including hardware removal, requiring revision, two (2) patients experienced nonunion, and two (2) patients experienced partial union. Source: gilat r, patel s, knapik dm, et al. Patient factors predictive of failure following high tibial osteotomy. Journal of cartilage & joint preservation. 2021/06/01/ 2021;1(2):100012. Doi:https://doi.org/10.1016/j.jcjp.2021.100012.